Event description:
It was reported that customer was hospitalized for dka. During troubleshooting, it was reported that customer had received repeated error alarms after battery changes prior to hospitalization. Pump was replaced out accordingly.